Event description:
It was reported that the stent was damaged during expansion and required an additional device. The approximately 70%-80% stenosed target lesion was located in the non-tortuous and non-calcified superior vena cava. A 22x70/10fr uni plus 75cm wallstent endoprosthesis was advanced to treat the lesion. However, after the stent entered the vascular sheath, the device failed to cover the lesion and was stuck on the outer sheath during deployment. This results in stent being damaged and changing of puncture point. The device was simply pulled out along with the outer sheath. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous superior vena cava. However, during deployment, the sheath was punctured. The device was reconstrained after removal.

Manufacturer narrative:
Device eval by MFR: a wallstent uni device was received for analysis. The device was returned with the stent deployed from the delivery system. No issues noted with the deployed stent. A visual examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified multiple sheath kinks. B5: describe event or problem: updated e1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the stent was damaged during expansion and required an additional device. The approximately 70%-80% stenosed target lesion was located in the non-tortuous and non-calcified superior vena cava. A 22x70/10fr uni plus 75cm wallstent endoprosthesis was advanced to treat the lesion. However, after the stent entered the vascular sheath, the device failed to cover the lesion and was stuck on the outer sheath during deployment. This results in stent being damaged and changing of puncture point. The device was simply pulled out along with the outer sheath. The procedure was completed with another of the same device. There were no patient complications reported.